Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 98.49% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: 3830-69, lead, implanted: (B)(6) 2014.

Event description:
It was reported that the device was replaced due to premature battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.